Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report if injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced, the filament was calibrated, and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.